Event description:
The mesh portion of a pressure infuser tore along the side seam during standard use/standard pressure inflation. A second pressure infuser from the same lot was obtained and it also tore in the same manner. A third infuser from a different lot was obtained and was used without tearing.